Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, post-paced t-wave oversensing was noted. Device reprogramming was suggested, however, at this time no further intervention was performed. The device will be monitored and the patient was stable with no adverse consequences.